Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-05014 and medwatch 2210968-2012-07268. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2005 and (B)(6)2009. Due to erosion, pain and bleeding the patient underwent mesh revision/removal surgeries on (B)(6) 2010 and (B)(6) 2010. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05014. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.